Event description:
Ophthalmologist reports lens was replaced due to glare. He reports pt experienced marked glare day and night which improved with the use of pilocarpine. The lens was replaced with a 6mm pmma lens and the event has resolved.